Event description:
The user facility reported that a portion of the guiding sheath became partially separated during a procedure. Follow-up communication confirmed that: during the procedure to insert the sheath over a guidewire, the sheath encountered resistance and would not cross the iliac bifurcation; the entire sheath was able to be removed from the patient; upon removal, the distal end of the sheath was noted to have become partially separated exposing a portion of the inner coil wire; the damaged material remained attached to the device; and there was no reported impact to the patient.

Manufacturer narrative:
Results is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples and evaluation of undamaged sections of the returned sample. Conclusions is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples evaluation of undamaged sections of the returned sample the involved device was returned and evaluated. Examination confirmed: the sheath tip had been damaged and torn, but remained attached to the device; examination and testing of undamaged sections of the sheath confirmed there were no indications of malfunction or pre-existing defect; and the observed damage is consistent with the device having become caught on something during use, and then, pulled until the outer layer at the distal tip became partially torn. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to manipulate the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).